Event description:
It was reported that patient had patient had difficulty charging the implantable pulse generator (ipg). It was noted that the patient was not able to get enough pain relief. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return.